Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation it was found that there was a gap between the adhesive part of the plastic cover and the distal end. Additional findings were as follows: the forceps elevator wire had a cut, due to wear of angle wire, bending angle in up direction does not meet the standard value, the distal end, the plastic distal end cover, the connecting tube, the protector of universal cord on control section side, the protector of universal cord on scope connector side, the lock engagement lever, the free/engage knob, the image guide protector, the up/down knob, the scope connector, the scope cover, the universal cord, the switch box, the right/left knob, all had a scratch, the connecting tube had a wrinkle, the connecting tube had a dent, the adhesive around objective lens was peeled, the forceps channel port was shaved, the adhesive around light guide lens was peeled, the suction cylinder was shaved, the control unit had discoloration, the electrical-connector had discoloration due to water leakage, the adhesive on bending section cover had a crack, due to wear of angle wire, the play of up/down knob was out of the standard value, and the light guide lens had a crack. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the forceps lifting wire was broken on the evis lucera duodenovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a gap between the adhesive part of the plastic cover and the distal end. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress from use, external factors, or handling. The event can be detected and prevented by following the instructions for use (IFU) sections which state: there is a warning in the instruction manual (operation manual) [chapter 3 preparation and inspection 3.2 inspection of the endoscope] as follows. [ inspection of the endoscope] 1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts or other irregularities. 2. Inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities. 4. Holding the insertion tube gently with one hand, carefully run your fingertips over the entire length of the insertion tube in both directions. Confirm that no objects or metallic wire protrude from the insertion tube. Also confirm that the insertion tube is not abnormally rigid. Olympus will continue to monitor field performance for this device.